Event description:
The patient was brought to the emergency ward with chest pain and was admitted when the patient's troponin result of 10.9 ng/ml was reported. A second sample was taken and it gave a troponin result of <0.07 ng/ml. Prior to the second sample result being reported to the physician, the patient was administered integralin-lovenox and then developed rectal bleeding and nose bleeding. The patient was then transferred to micu of diagnosis of lower gi bleeding. A third blood sample was taken and the troponin result was 10.9 ng/ml. The physician questioned the result because the second sample was <0.07 ng/ml. All three samples were stored refrigerated overnight, and re-spun and retested the next day. All three samples tested <0.07 ng/ml. The retest data for all three samples after they were re-spun (all three rested <0.07 ng/ml) and follow up discussions with the site, indicate insufficient centrifugation as the cause for the discordant results. For medical device reporting purposes this event is considered closed.